Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue; rewind motor will not stop. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: review of the black box data and pump history did not reveal any evidence of errors, alarms or warnings related to a motor issue. On investigation, ¿ez-prime¿ steps were performed correctly and pump was exercised for 24 hours with no errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specifications without malfunction.